Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported there was a loss of therapeutic effect. The patient noticed his device efficacy is not as good. Patient needs stimulation to help pain down both legs and he used to be able to just leave it on and get around. The patient reported stimulation used to hit his lower back and it is not hitting there. For about a year and a half, patient is not sure of the date, it has been slowly progressing. The patient has been turning stimulation up and up because he has a lot of numb toes and shooting pain in his feet, and when he turns it up so high he can hardly walk and has to sit down to turn it on and use a walker. The patient has not had falls but has had a couple cryoablations and minimize with high radio frequency. The patient was redirected to their healthcare provider (hcp). The patient had an appointment with hcp scheduled for (B)(6) 2020. No further complications were reported/anticipated.